Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were not sharp when used during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections d.10, g.1, g.2, h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of a knife was not sharp therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).